Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation-use error: observed an opening assessed as surgical damage per rga. ¿ valve leak and/ or damage: observed delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported via rga "leaky valve" and "scissor to edge of implant to remove the rest of the saline". This record is for the left side. Device has been explanted and replaced.

Event description:
Healthcare professional reported, "deflation". Healthcare professional, later reported, via rga "leaky valve" and "scissor to edge of implant to remove the rest of the saline". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.